Manufacturer narrative:
We have not received the complaint device for evaluation, therefore we are unable to confirm the reported event. Previous investigation into the reported blade issue has determined the root cause to be a centering hoop to wire welding error along with operator adjustment error. The blade assembly process includes manual manipulation of each blade by the operator. Operator errors are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. A corrective and preventive action (CAPA) has been opened to address this issue.

Event description:
A report was received from the canada vigilance program regarding an incident where a lemaitre valvulotome device had the blade broken, exposed and deformed. No patient injury was reported.